Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor did not pair with the ilet during setup, leading to missed cgm data for automation and a recorded blood glucose of 388 mg/dl; the user toggled cgm settings, verified multiple sensor codes, restarted the ilet, isolated the dexcom receiver to reduce interference, and later confirmed successful pairing with glucose returning to range. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no backup therapy use for correction during the event. Investigation included guided troubleshooting, verification of sensor codes, system restart, and environmental mitigation for potential wireless interference. Investigation of this case revealed that the initial pairing failure was resolved after re-pairing steps and interference mitigation, with no ongoing device malfunction identified once paired. It was concluded, based on previously established findings for similar reports, that the cause was user setup challenges and probable signal interference during initial pairing.